Event description:
As reported: "the proximal screw deviated from the screw hole of the nail. The surgeon is considering revision surgery and have not yet made a decision."

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. H3 other text : device disposition is unknown

Manufacturer narrative:
Please note corrections to section h6 (results ans conclusion codes). The reported event could not be confirmed since the device was not returned for evaluation and no other evidence was provided. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling was not possible because the catalog number and lot number were not communicated. Generally, it is pointed out that a pre-functional check has to be performed before use. Doing so, any potential misalignment will be detected prior to treatment. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. The screw in question was the only one filed as misplaced. No event was reported regarding placing for the remaining screws. We received the information that, from medical point of view, ¿nothing is being done. Revision surgery is not planned.¿ leaving the patient in given condition is in the responsibility of the surgeon. If the device is returned or if any additional information is provided, the investigation will be reassessed. Based on investigation, the root cause was attributed to a user related issue. With available information a product deficiency was not verified.

Event description:
As reported: "the proximal screw deviated from the screw hole of the nail. The surgeon is considering revision surgery and have not yet made a decision."